Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocars leaked. Patient and procedure impact are unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are seven additional complaints associated with the lot for the reported issue. Two opened 23 gauge trocar cannula/hub assemblies were received taped to a piece of paper for the report of leaking. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were also found conforming. The returned sample was found to be conforming, therefore the defect as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar assemblies were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. The trocars were not exchanged. The procedure was completed. There was no patient harm.